Event description:
The caller reported that the pump quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller on proper button pressing techniques, but the issue persisted. As a result, technical support arranged for the replacement of the pump, ensuring it was equipped with updated software. The customer was instructed on returning the faulty pump using a provided return box and pre-paid label and was informed about transferring settings and connecting the cgm to the new pump. The customer understood and acknowledged all instructions provided.